Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.